Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the patient had inadvertently turned off the ins with their ¿patient programmer,¿ causing the ins to not work 100%. To resolve the issue, the healthcare provider turned the ins on and reprogrammed it, and the device remains in use. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported they didn't feel like their ins was working 100%. They were asked for clarification and they said they thought in the beginning it was helping, but it may have been that they were desperate for relief and they thought it was working. They were asked if their symptom control was not being helped and the patient's response was unclear. They later said it was not helping them, but it wasn't hurting them either. They then reported they were not feeling stimulation. They stated they went to their healthcare provider and they reprogrammed the ins, it was noted that the healthcare provider had discovered that the patient's ins was off and the patient didn't know how it had been turned off. They mentioned a pa adjusted their ins the other day, noting they never felt stimulation. They said they usually felt stimulation for a day or few days before their body got used to it and they no longer felt it. They said they had increased stimulation using their patient programmer in the past and recalls a time where they could feel it and they though it was helping. It was recommended by patient services to confirm the ins was on using the patient programmer, but the patient reported they had been advised by their healthcare provider not to touch the patient programmer.